Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies, however at the electrode tip there was a bend. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than the induced damage mentioned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant, while preparing the left ventricle (lv) lead, the guidewire got stuck inside the lv lead and was unable to be advance. The lv lead and guidewire were never placed inside the patient. Subsequently another lead was used and successfully placed. No adverse patient effects were reported.